Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer became unconscious and was taken to the emergency room (ER) due to a blood glucose level of 59 mg/dl. The customer was treated with food and was released 5 hours later with the reported issue resolved and no permanent damage. The cause for the reported issue was unknown. The customer declined further troubleshooting with tandem technical support.